Event description:
Home care services transferred call on (B)(6) 2012 from home patient's (hp) registered nurse (rn) to product surveillance to report a separation between the heater bag and cassette. The rn said the hp had reported that this occurred twice, last month as well. The cycler was beeping during the night, during dwell, the hp would started it back up and beeping stopped. On drain three, hours later, beeping again, and noticed that the heater bag came loose from the cassette. The rn said the hp would just connect them back again, therapy continued as normal. No additional information provided.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.